Manufacturer narrative:
Upon further evaluation, service found the bending cover adhesive was detached due to deterioration, and the bending tube was deformed due to physical stress and handling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no complaint from the end user. During inspection and testing, service found the forceps/instrument channel port was shaved. This report is being submitted for the malfunction (shaved instrument channel port) found by service during the device evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an endo therapy accessory or metal part of a cleaning brush may have touched the biopsy channel port during insertion/withdrawal. Olympus will continue to monitor field performance for this device.